Manufacturer narrative:
One device was returned for repair with complaint that the device had a detached downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant events found in event log history. Visual/functional testing was performed. Reported issue was replicated through visual inspection. The cause of the reported issue was a detached dso. The reported issue was resolved by replacing the dso seal and dso sensor. Air-in-line sensor failed during accuracy test. Replaced air-in-line sensor, and it passed accuracy test.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.